Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). One used set was received with no cap on spike (loose in pouch) and no cap on patient connector in reference to leak. A batch review was not performed due to unknown lot number. During visual inspection no manufacturing abnormalities were noted. Set was tested underwater at 8 psi with no leak noted. The complaint could not be confirmed in the lab. A root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report a leakage from the twist clamp. The leak was reportedly found after the therapy. When the patient woke up, he noticed that the sheets were wet. The spike of the set could not have separated from the spike port of the connector. There was no patient injury or medical intervention.